Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 160 mg/dl and 20 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's meter (B) (4) was returned and tested with returned test strips lot # 0914003 .the complaint was not confirmed and no new issues were observed. All results were within the range specification. Although the reported readings of 160 mg/dl and 20 mg/dl were not found in the device's internal memory log, similar readings of 21 mg/dl and 134 mg/dl were found on (B) (6) 2010 within 10 minutes. These results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.